Manufacturer narrative:
Device malfunction caused event, but did not cause or contribute to a serious pt injury or death.

Event description:
Our country manager for (B)(4) was contacted by a vns treating physician reporting that they had a pt with high lead impedance on their system diagnostic testing. The pt had benefit from the vns with their quality of life until recently. He was implanted with the vns in the summer of 2007. Diagnostics in clinic yielded a dcdc of 7 and evoked potential testing showed a lead break. The pt does have trauma with seizures, so it is possible a seizure event may have damaged the lead. Their vns was programmed off and at this time no surgery has been planned.